Manufacturer narrative:
This report is submitted on july 14, 2023.

Event description:
Per the clinic, the patient experienced the receiver/stimulator had migrated. The receiver/stimulator was successfully re-positioned under a general anaesthetic on (B)(6) 2023. The implant remains in-situ.